Manufacturer narrative:
This report is submitted on august 06, 2019.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery (date not reported) replaced with a longer abutment.